Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered a diluent leak coming from the disconnected sample line tubing at the fy211-e under the flow cell. The fse trimmed and reconnected the tubing resolving the leak and the flow cell clog errors. The leak had also resulted in corrosion accumulating on the cleaned connections on the printed wire assembly of the single tube station; this resolved the tube detect sensor error. Service activity was performed and was verified to meet the specified requirements per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that 100 cubic centimeters (ccs) of diluent had leaked from the unicel dxh 800 coulter cellular analysis system. The customer also reported that the specimen transport module (stm) tube detect sensor was not working. The instrument also generated flow cell clog errors. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.